Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d1, d2, d4. G2 (unmark health professional), h6 (component code- replace with 841), and h6 (health effect impact code- replace with 2199). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of no image was confirmed. Based on the results of the investigation, it is presumed that the event occurred due to failure of patient board set (printed circuit board). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center displayed no image.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source displayed no image. The issue occurred during preparation for use for an unspecified procedure. The unspecified procedure was completed with a similar device and there was no delay. There were no reports of patient involvement.